Event description:
Customer reported her sensor readings are inaccurate. Customer's current blood glucose was unknown. Customer stated one time her sensor reading was 64 mg/dl, but her actual blood glucose was 140 mg/dl. Customer uses proper sensor insertion and calibration methods. Customer was advised to monitor the issue and call if the issue recurs. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.